Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the green port of the cassette body was cracked/split down the inner sleeve of the port. The cassette was tested on a calibration console and fluid leakage was observed from the infusion cracked port which further supports this crack was the source of the customer's experience. The source of the leakage was a crack on the infusion cassette-port which caused the leakage. A root cause determination is in-progress to investigate this quality issue and understand if the defect would have originated from the manufacturing process or from some other source. An internal investigation is in-progress to investigate trend, determine root cause and to take appropriate corrective actions. An investigation plan has been established to evaluate and analyze processes with the potential to cause this observed quality issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette was leaked during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.